Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the lvad clinic on an unspecified date after 2 days of abdominal wall swelling, erythema, and yellowish discharge from the driveline exit site. It was reported that the patient had a previously unreported (B)(6), lvad-associated infection. Wound cultures, sensitivities, and blood cultures were obtained, and laboratory tests demonstrated leukocytosis. A CT scan did not reveal abscesses. The healthcare professionals recommended six weeks of antibiotics, and likely suppression or discontinuation of antibiotics with watchful observation and surgical debridement. The pump was ultimately exchanged to another manufacturer¿s device due to a driveline exit site and a pump pocket infection. No additional information was provided.

Manufacturer narrative:
The explanted device was returned assembled. The driveline was severed approximately 8 inches from the pump housing. The severed portion of the driveline was not returned. All parts of the sealed inflow conduit were returned. The sealed outflow graft, outflow graft bend relief, bend relief collar, and outlet elbow were returned. No depositions were identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.